Manufacturer narrative:
Reliability analysis inspected 4 opened enlite sensors and performed visual inspection and found 1 of 4 sensors with cannula broken and broken part is missing. 3 remaining sensors performed bicarbonate buffer test, and found 2 of 3 failed per spec. 1 of 2 failed with low readings, 2nd sensors failed with no isig readings detected. Transmitter passed test. 1 remaining sensor passed per spec with accurate readings.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The mother stated that 2 sensors were never established with rf communication. The customer stated that they changed the sensor and got it working. The customer will be sent 2 replacement sensors.